Event description:
I am (B)(6), I failed my 1 hr glucose challenge, and picked up a true track glucometer at the local pharmacy in order to test my glucose. All of the readings were high enough that I declined the 3 hour test and was referred to start insulin therapy on the basis of significantly elevated fasting glucose. When I showed up for diabetes education yesterday and to learn how to use an insulin pen. I noticed that the new meter they gave me was consistently lower than the one I had purchased over the counter not two weeks earlier. I alerted my mfm, who is having me continue to test on the new monitor while not initiating insulin therapy. My fasting level this morning is 90 on the new monitor. I almost started insulin therapy, during pregnancy, on the basis of testing on a brand new monitor which appears to be in fact faulty. This could have caused serious harm to me, and to my (B)(6). It's not even clear to me at this point that the readings I obtained were valid enough to demonstrate that I have gestational diabetes, much less gdm requiring insulin therapy.